Manufacturer narrative:
Product event summary: analysis found that the device was sticky, there were several missing screws from the lower case, the release latch was sticky/worn, the battery drawer was damaged, the ring was bent and the battery contacts were very contaminated. As a result the battery drawer, ring and release latch were replaced. The device was cleaned and the battery contacts were cleaned. The main board was calibrated. The device then passed all testing with no visual/electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.